Manufacturer narrative:
The meter was returned for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots on the display which do not obscure the area where the patient results are displayed. The results are clearly readable and this issue cannot lead to misinterpretation. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performs as expected with an exchanged display. The returned display assembly was found to be defective.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. There are black and blue ink like blotches under the meter display. There was no outer physical damage to the screen. The customer claims the results field is impeded by the black and blue splotches. There was no actual misinterpretation of results.